Event description:
Drug/diluent: bupivacaine 0.2%. Fill volume: unknown. Flow rate: unknown. Procedure: total shoulder revision. Cathplace: unknown. Patient was confused and pulled out his on-q pump and placed it in his IV. Patient stated he had not pushed the button on the on-q pump. Patient noticed the error and contacted the nurse. Vital signs were checked and documented. Anesthesiologist was called in and checked the patient's vital signs again, an EKG was ordered and performed. Adverse event: no adverse effects were noted. Medical intervention: yes.

Manufacturer narrative:
Method: sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.